Event description:
The physician was performing a laparoscopic appendectomy when the stapler gun misfired. The stapler made a loud crunching sound when the misfire occurred. The stapler was removed from the field and replaced. No harm was noted to the pt. FDA safety report ID# (B)(4).